Manufacturer narrative:
Alleged failure: top of image cut off. Not sure if it is prism shift in camera or and issue with the scope. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be rough handling during sterilization and/or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was partial image loss.

Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.